Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured is consistent with damage during use.

Event description:
This report is to advise of an event observed upon receipt showing a fractured catheter tip.